Event description:
A patient reported that they have two st. Jude stimulators, one on the top of their head due to a head injury and that neither stimulator is helping them. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).